Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and it was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the carto system is displaying error 944 and there was noise across all electrograms when the lasso nav variable eco catheter was connected. Before calling in the complaint, the lasso nav variable eco cable was replaced. It was advised to replace the lasso nav variable eco catheter. Replacing this catheter resolved the issues. The case was continued. There was no patient injury reported in this case. Upon request from the bwi field representative, additional information was received on the event. The noise was on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto and ep recording systems. The physician was unable to interpret the signals because of the noise. Since the noise was on all the signals on both the carto and the ep recording systems and the physician was unable to interpret the signals, this issue is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, the carto system is displaying error 944 and there was noise across all electrograms when the lasso nav variable eco catheter was connected. Before calling in the complaint, the lasso nav variable eco cable was replaced. It was advised to replace the lasso nav variable eco catheter. Replacing this catheter resolved the issues. The case was continued. There was no patient injury reported in this case. Upon request from the bwi field representative, additional information was received on the event. The noise was on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto and ep recording systems. The physician was unable to interpret the signals because of the noise. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, the returned device was tested for eeprom, carto, 4 khz and calibration functionality. The catheter passed these tests. The catheter was properly visualized during the test. Also the catheter was electrically tested and it passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.